Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 30 mg/dl at the time of incident. Customer reported they had experienced lows for six days. Customer was treated with food and cannot remember hospital treatment due to unconsciousness. The devices will not be returned for analysis.